Event description:
It was reported that there was non-physiological noise and oversensing on this cardiac resynchronization therapy defibrillator (crt-d) system after a defibrillation threshold (dft) test shock. It was noted that the noise could be reproduced with movement and isometrics and was present on all channels. During the induction episode after the shock, quick convert anti-tachycardia pacing (atp) was delivered. No adverse patient effects were reported. Currently, this crt-d remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was non-physiological noise and oversensing on this cardiac resynchronization therapy defibrillator (crt-d) system after a defibrillation threshold (dft) test shock. It was noted that the noise could be reproduced with movement and isometrics and was present on all channels. During the induction episode after the shock, quick convert anti-tachycardia pacing (atp) was delivered. No adverse patient effects were reported. Currently, this crt-d remains in service. Later, this product was explanted then received by boston scientific, and full investigation was conducted.